Event description:
It was reported that the patient felt a burning sensation after awakening from sleeping on the tv remote. The patient felt like the heat was generated from the heart device inside and was concerned about the device battery. Follow-up was attempted to the clinic, but no information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.